Event description:
It was reported that the fetal heart monitor showed 135 times/min, but the sound was obviously rapid, and then carried out b-ultrasound examination, showing the fetal heart rate of 263 times/min, and tested with the fetal heart monitor, showing that the fetal heart rate was still about 135 times/min. This was resulting in a doctor's diagnosis error, emergency to the operating room. Patient / user harm was reported without further details. The device was in use on a patient. There was report of patient or user harm.

Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple attempts were made to gather additional info (like what exactly happened to the patient), but only limited information was provided. It turned out that the patient recovered, but no further infor regarding the event has made been available. Based on the information available and the testing conducted, the cause of the reported problem "inaccurate fetal heart rate measurement" was a defective m2736a avalon transducer. The customer replaced the transducer to resolve the issue.

Event description:
It was reported that the fetal heart monitor showed 135 times/min, but the sound was obviously rapid, and then carried out b-ultrasound examination, showing the fetal heart rate of 263 times/min, and tested with the fetal heart monitor, showing that the fetal heart rate was still about 135 times/min. This was resulting in a doctor's diagnosis error, emergency to the operating room. Patient / user harm was reported without further details. The device was in use on a patient. There was report of patient or user harm.